Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a leak at the tip of the tube (the blue part). No patient involvement was reported and no report of serious injury or death is associated with this event.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The lot number in this report was not retained by the customer. Three samples each from different lot numbers were taken from manufacturing retained stock. All samples were investigated and tested and passed all inflation/deflation testing. The tests were repeated for a total of three times and each performed to specification with no failures. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer issue cannot be confirmed. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect cuff related defects to reduce the potential for occurrence during the manufacturing process.